Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent revision of sling on (B)(6) 2013 due to perforation. It was also reported that the patient underwent sling removal on (b)(^) 2004 due to incomplete healing of vaginal wall.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 7/11/2016.

Manufacturer narrative:
Date sent to the FDA: 07/21/2017 additional patient codes: (B)(4) - urinary/bowel problems, recurrence additional narrative: it was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and vaginal scarring.